Manufacturer narrative:
The full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted that the lead was returned with the helix extended and bent, tissue visible inside helix, the lead passed thru introducer but resistance is felt and helix does scrape against inside of introducer, this could contribute to insertion issue. The proximal conductor is kinked at 43cm.

Event description:
It was reported that during the atrial lead implant procedure, the physician encountered problems when trying to insert the atrial lead through the subclavian vein. When the atrial lead was removed, the tip was out, but had not been extracted intentionally. Upon withdrawal of the atrial lead from the patient's anatomy attempt to retract the tip was unsuccessful, the system was blocked. No patient complications have been reported as a result of this event.